Manufacturer narrative:
Preliminary investigation performed by r&d project manager on 11 january 2018: the photo was checked, showing the shell with blood and soft tissue in the macrostructures, but from the received image it is not possible to determine the root cause of the event. Batch review performed on 12 january 2018 lot 134625: (B)(4) items manufactured and released on 20 november 2013. Expiration date: 2018-10-31 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5 referecne 01.29.203 (k112115). Lot 134461: (B)(4) items manufactured and released on 22 november 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Double mobility hc liner ø 50/28 reference 01.26.2850mhc (k092265) lot 134242: (B)(4) items manufactured and released on 04 december 2013. Expiration date: 2018-09-30 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event

Event description:
The patient came in complaining of pain and swelling about 4 years after primary. The patient had a cell count of around 2900 (potential infection). The surgeon revised the cup, liner and head. The surgeon used another company's cup and liner with a medacta head. The surgery was completed successfully. Pathogen is unavailable.